Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment of poor sensitivity, however it did confirm the customer comment that at a battery-depletion state attempting to turn on the device could result in the pace light-emitting diodes staying lit and the device not powering up all the way. It was noted however that this is normal operation of the device. It was additionally noted that the liquid crystal display was missing pixels. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had poor atrial and ventricular sensing and that when switching on the generator with an almost depleted battery its display buttons remain lit after the "low battery" indicator flashed. The generator was returned for service. No patient complications have been reported as a result of this event.